Event description:
It was reported that this right ventricular (rv) lead was dislodged. Patient was dependent but did have capture at high outputs. No asystole was reported. The lead was repositioned. No additional adverse patient effects were reported.